Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from a mesh leg. The bullet was retrieved from inside the pt using either forceps or an alice clamp. The case was completed with another pinnacle device, with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from a mesh leg. The bullet was retrieved from inside the patient using either forceps or an alice clamp. The case was completed with another pinnacle device, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number (0ml902701) provided by the user could not be confirmed; therefore, the device manufacture and expiration dates cannot be determined. Information was completed by the manufacturer based on information obtained from the complainant. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
She is reported to be in her sixties. Additional information: the most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for the suture detachment has been determined to be design. A CAPA has been initiated to address this issue.